Event description:
Device 2 of 3; reference MFR report #: 1627487-2018-13008. Reference MFR report #: 3006705815-2018-03310. It was reported the patient experienced ineffective stimulation. Surgical intervention was undertaken wherein the entire scs system was explanted and replaced.